Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient experienced incisional site bleeding secondary to a hematoma. The hematoma was expressed and the cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.